Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2018-03694. It was reported that radiographic imaging confirmed the patient¿s right l2 drg lead was fractured. As a result, the patient underwent surgical intervention to have the lead replaced. Effective therapy was restored post operatively. Note: both l2 drg leads are being reported as it is unknown which is liable.